Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a concern about the presentations of egms on a carelink report. There was a concern that there was an issue with the leads. The device and leads are still in use. No patient complications have been reported as a result of this event.